Event description:
It was reported that the admin set ruptured during infusion. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One photo was provided by the customer of the affected device. The reported breakage/cut was confirmed via review of the photo. However, the sample was not returned, and functional testing could not be performed. Therefore, a probable cause could not be determined. If the sample is returned for evaluation, the complaint will be reopened for further investigation. A lot history review was performed and no nonconformances were identified.